Event description:
Consumer states that her mother was using the walker when the right rear leg broke off where the leg extension connects to the walker frame. Consumer states that her mother did fall when this happens but her caregiver caught her so no injuries were sustained. Consumer states her mother has a history of falling whether it is with the walker or without.